Manufacturer narrative:
Investigation summary: customer returned 21 actual samples, which were tested in flowguru station for clogged needles, and all samples passed. A clog test was conducted on 10 retention samples, and the reported defect was not found. A DHR of lot 7338274 was reviewed and there were no related qns found; manufacture records were reviewed as well, also with no abnormalities found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Root cause description: root cause cannot be determined as no failure was found. Rationale: based on the investigation, a CAPA is not required at this time.

Event description:
It was reported that several bd¿ pen needles were clogged and would not deliver insulin during the injection process.